Event description:
Caller states the patient tested >8.0 inr and 6.8 inr on the coaguchek system while a comparison lab returned as 3.6 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.